Event description:
Pt had this procedure done. Ever since that date pt is suffering in pain, severe burning (heaviness in leg). A vibrant pt turned into a very lethargic and sick pt. Sometimes it lets up but then it comes back with a vengeance.